Event description:
In 2008, this pt was implanted with gore tag thoracic endoprosthesis in the distal aortic arch intentionally covering the left subclavian artery and left carotid artery. Post-operatively, the pt developed multiple cerebellar infarction, minor disturbance of consciousness, and agnosis. The pt has been discharged.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.